Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the compact air drive device had a worn motor, gear and bearing. It was determined that the device had insufficient/low power, leaked air, unexpected noise and moving parts did not move smoothly. It was observed that the device had component damage. It was further determined that the device failed pretest for check free movement of soft mode switch, check fwd & rev mode function, check for noticeable untrue running, check for noticeable noise, check the power with power test bench and check for air leak. It was also noted that the device failed pretest for motor defect. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.